Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. All attempts at telemetry testing were unsuccessful. There was no magnet response and the patient was in intrinsic rhythm. The device was replaced.